Event description:
It was reported that the insulin pump alarmed during the manual prime. Drive support cap was noted to be normal. Customer's blood glucose reading at the time of the call was around 300 mg/dl. Customer stated that they have been dehydrated and urinating more than usual. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. The device was received with minor scratched display window, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked on the battery tube threads, missing end cap sticker and broken pump belt clip slot.